Event description:
The customer reported an error message on the 7900 system. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The hard drive was replaced. The system was tested and operates as intended.